Event description:
The multi-access ballard catheter is suppose to come with the following adapters: 2.5mm, 3.0mm, and 3.5mm. When the package was opened, the following adapters were: 2.0mm, 2.5mm, and 3.5mm. The 3.0mm was not in the package. It was stated this was the second time this has happened. I have sequestered the card insert with the lot number as well as taken pictures.